Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that patient¿s pacemaker was in backup vvi mode. The patient was brought into the clinic where programming changes were made. The patient had no adverse consequences.